Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump twice alarmed no delivery. The customer's blood glucose reading was 185mg/dl at the time of incident. The customer indicated that the issue was resolved by changing the reservoir and the infusion set. The reservoir will not be returned for analysis.